Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent total vaginal hysterectomy and anterior/posterior repair with enterocele repair.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat leakage and constipation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/19/2017. (B)(4). It was reported that the patient underwent removal of sub urethral, deep penetrated mesh from urethra, transvaginal urethrolysis and urethral reconstruction on (B)(6) 2015 by dr. (B)(6) due to frequent urinary tract infections and inflammation. It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, voiding issues, incontinence, urine loss without sensation, nocturia, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, urethral reconstruction, urinary obstruction, discomfort, kinking and angulation of the bladder neck.

Event description:
It was reported that following insertion the patient experienced infection, urinary problems, voiding issues, incontinence, urine loss without sensation, nocturia, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, urethral reconstruction, urinary obstruction, discomfort, kinking and angulation of the bladder neck.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and vaginal irritation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, cystocele.

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of a bilateral uterosacral vaginal vault suspension, cystoscopy with spc, and percutaneous cystotomy during mesh implantation.